Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a displayable history crc check failed on startup alarm on the insulin pump. Customer's blood glucose level was 9.3 mmol/l. The alarm occurred 3 times in the last 2 days. Customer also had an inverse check error alarm on the insulin pump. Customer will be sent a replacement pump. Customer was advised verbally and in written form for returning the pump.

Manufacturer narrative:
No unexpected inverse check error alarms were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. No unexpected displayable history alarms were noted during testing. However multiple displayable history alarms were found in the alarm history screen due to corrupted history files. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, a scratches on the reservoir tube window and cracked battery tube threads.